Event description:
The device was returned for analysis after being explanted for normal battery depletion. It tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Event description:
The device was returned for analysis after being explanted for normal battery depletion. It tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. A maude report was subsequently received and reported that the battery depleted prematurely.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device was returned for analysis after being explanted for normal battery depletion. It tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. A maude report was subsequently received and reported that the battery depleted prematurely. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device was out of specification in a manner that relates to event premature eri (elective replacement indicator).